Event description:
As reported: the physician was treating a basilar tip aneurysm. The web was placed and the physician did the first try of detachment, nothing happened. After the third detachment, the physician used a new detachment controller. After another two tries, the physician pushed the catheter forward to the web to pull the pusher a little bit. The pusher detached and the distal web marker jumped forward and invert the web. The web was detached. The web is implanted in the planned location. The invert web was not fixed. No further procedure is planned to fix the invert web. Patient has a follow up 7 months after procedure. Patient is well off.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Three radiographic images were provided for review. They show the web deployed in a basilar bifurcation aneurysm. The provided images do not explain why the web reportedly failed to detach with a wdc-2 controller. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.